Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure during which two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had an issue in which the hemostatic valve separated from the sheath. It was reported that when using the vizigo sheath, the technician found it difficult to advance the dilator through the sheath, but with some force was successful. It was noted that after the sheath was in the body and the dilator was being removed, the hemostatic valve broke. Afterwards, a second vizigo sheath was prepped and put into the body and the hemostatic valve separated from the sheath on that unit as well. The procedure was completed with a third sheath. No patient consequences were reported. The hemostatic valve was pushed in from its brim cap. The hemostasis valve did not break into two or more separate pieces. The valve partially separated from the brim cap. The sheath was not being used on the patient. The resistance they were having with the sheath was when they were trying to put the catheter into the sheath. The sheath was a vizigo small curl. There was no occlusion when irrigating the sheath. The catheter/needle was not inserted into the sheath. The needle was not inserted into the dilator nor the catheter into the sheath. Additional information provided was reviewed. However, there is conflicting information regarding if the sheath was being used on the patient, therefore additional clarification is being requested. Upon receipt of additional information this complaint will be reassessed accordingly. This report is for the 2nd vizigo sheath used in the procedure. The 1st sheath was reported in manufacturer reporter number 2029046-2022-00353. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the device for evaluation. On (B)(6)-2022, bwi received additional information indicating that the device was used on the patient. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure during which two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had an issue in which the hemostatic valve separated from the sheath. Afterwards, a second vizigo sheath was prepped and put into the body and the hemostatic valve separated from the sheath on that unit as well. The procedure was completed with a third sheath. No patient consequences were reported. -------------------- device evaluation details: visual analysis revealed that the hemostatic valve, the silicon ring, and the brim cap were not found in the hub component, and the shaft presented a bend near electrode 4. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001852 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)